Event description:
It was reported that the helix would not retract. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: complaint could not be verified. Helix could be fully and normally extended and retracted. Foreign material was found on the helix presumed to be from manufacturing.